Manufacturer narrative:
The e801 analyzer serial number was (B)(6). Calibration and qc were acceptable. No issues were identified during a review of the alarm trace data. Product labeling states for all initially indeterminate samples: "retest in duplicate with the elecsys anti-hcv ii assay." For all initially positive samples: "presumptive hcv infection, follow cdc recommendations for supplemental testing." Single false positive results can occur and are covered by the specificity claim. A general reagent issue can be excluded. The reagent performed within specification.

Event description:
The initial reporter complained of a discrepant positive result for 1 tested for elecsys anti-hcv ii (anti-hcv ii) on a cobas e 801 analytical unit. The initial result from the e801 analyzer was 14.7 coi (positive). The repeat result from the e801 analyzer was 15.0 coi (positive). On (B)(6) 2026, the result from the abbott alinity method was 0.99 s/co (negative). On (B)(6) 2026, the hcv rna result from a cobas 5800 was hcv target not detected.